Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he experienced hyperglycemia and noticed that his shirt was wet due to leak at the reservoir. The customer stated that he had high blood glucose levels of 31.1 mmol/l. The customer stated that his shirt was wet and had smelled of insulin. The customer stated that inside the chamber was all wet and that the back of reservoir had moisture. The customer stated that the drive support was normal and there was no damage to the insulin pump. The customer stated that the reservoir compartment was damp. The customer was advised to dry the compartment with cue-tip and then place reservoir back in the insulin pump and perform fill tubing, the customer stated that there were no leaks with tubing and there was issue with reservoir. During the troubleshooting it was determine that the leaking seen to be occurring when the motor makes contact with the bottom of the reservoir. Product is expected to return for analysis. Additional related incident:: (B)(4). Insulin pump.